Event description:
Harmonic scalpel instrument made a noise and consequentially broke inside of patient. Broken piece was retrieved and removed from patient, along with the instrument. No harm occurred to patient. Stryker, portage, mi 49002, us.